Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received with a cut portion of the inlet tubing. Visual evaluation noted the catheter was broken in two pieces with the break occurring at the bifurcation. This failed to meet which, stated the shaft must be securely bonded to the funnel. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be under curing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that the catheter broke near the bifurcation of the shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. .

Event description:
It was reported that the catheter broke near the bifurcation of the shaft.